Manufacturer narrative:
Supplemental to add health effect - impact code. Added patient dob: (B)(6) 1933 and age 90 years. Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site, review of the relevant imagery revealed the following: the valve was mispositioned. Low initial placement and incorrect maneuvers. Radiopaque markers retracting into flex shaft during deployment, indicating that the balloon catheter was potentially unlocked during deployment. The valve appears to migrate further into the lvot, resting at a position of 10:90. Supraannular contrast injection demonstrates backfill/regurgitation of contrast into the lv. A balloon dilation was attempted to resolve the issues, however subsequent to the inflation the valve completely displaced into the lv. A second valve was then implanted which stabilizes the embolized valve, but the placement is still low, about 20:80 with a visually estimated ''minor'' central leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was confirmed based evaluation of the provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the edwards' technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, ''initially the valve was successfully implanted but it was noticed that the final height was quite low (50/50) with mild paravalvular leak (pvl) and moderate central leak. It was decided to post-dilate the valve with +2ml. After this, the valve was moved more downwards in the direction of the lvot. (...) As per medical opinion the root cause of the central leak was the malposition of the first valve''. In this case, valve was malositioned too ventricular, which could result in the native leaflets hanging over, and covering the outflow of the deployed valve, resulting in reduced coaptation of the leaflets, and central regurgitation due to the leaflets are in a normally open position, and require the back flow/pressure generated to initiate leaflet closure. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. The technical summary is applicable to this complaint event because malpositioned thv is identified as one of the potential root causes of central regurgitation. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (placement and subsequent deployment of the sapien too ventricular with the balloon catheter unlocked) may have contributed to the thv malposition, while procedural factors (malpositioned thv) may have contributed to the thv migration. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, after implantation of the valve, it was noticed that the final height was quite low (50/50). Therefore, it was noticed a mild paravalvular leak (pvl) and moderate central leak. It was decided to postdilate the valve with 2ml of additional volume. After this, the valve was moved more downwards in the direction of the lvot. Due to this, it was decided to do a successful valve in valve with another 26mm sapien 3 ultra valve without presence of any leak. The patient left the or stable. As per medical opinion the root cause of the central leak was the malposition of the first valve.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted.